Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no anomaly.

Event description:
It was reported that the patient felt a ¿prickling¿ sensation at the site of their implantable neurostimulator (ins). It was initially reported that the patient had this issue since its implant but later the healthcare professional (hcp) noted that they had called them in (B)(6) regarding the prickling sensation in the pocket. The sensation was constant and only occurred when the stimulation was on. The patient did not notice any difference in the sensation with positional changes. Impedance testing showed that electrode #4 had a value of >4000 ohms but this was not utilized in any of the patient¿s programs. The patient had 4 groups, a, b, c, and d. The most active group the patient had was group a with program 1 (active electrodes #7 and 8) and program 2 (active electrodes #13 and 14). Reprogramming was attempted with electrodes #8 and 9 where the patient did not feel the prickling sensation while feeling the stimulation. It was subsequently reported that the patient was reprogrammed utilizing electrodes 8 to 15 but still had prickling sensation when the stimulation was on. On follow up the hcp reported that the cause of the issue was not determined and it was unknown if it was related to the device. Reprograming was performed and explorative surgery was offered to the patient (scheduled for (B)(6) 2015). The patient outcome at the time of report was noted as not recovered with the symptoms/issue ongoing. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient had an implantable neurostimulator (ins) revision and the ins was replaced and inserted in the same pocket location. The ins was sent back to the manufacturer for analysis. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.